Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for evaluation. The customer¿s communication error was not confirmed. Due to a pinhole on the bending section cover (a-rubber), water tightness was lost. Due to a pinhole on the universal cord, water tightness was lost. Adhesive on the bending section cover had a chip. Due to damage on the lock engagement lever, the bending section could not be fixed firmly. The light guide cover glass had a scratch. The light guide connector had a scratch. The switch button 3 had a scratch. The right/left lever had a scratch. The switch button 1 had a scratch. The angulation lever had a scratch. The lock engagement lever had a scratch. The right/ left plate had a scratch. The up/down plate had a scratch. The grip had a scratch. The control unit had a scratch. The video connector had a scratch. Based on the results of the investigation, the connection/image issue could not be reproduced or confirmed. Therefore, a root cause could not be identified. The event can be detected/prevented by following the instructions: "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". [Inspection of endoscopic images] check whether normal light observation images and nbi observation images are displayed normally. 1. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2. Observe the palm of the hand etc. With normal light observation image and nbi observation image. 3. Make sure the lighting light is out. 4. Adjust the amount of light to the appropriate brightness. 5. Check that there are no abnormalities such as noise, blurring, and cloudiness in the normal light observation image and nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Confirm that no abnormalities such as normal light observation images and nbi observation images disappear for a moment do not occur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a scope connection error. The event was identified during inspection for use. The intended therapeutic procedure was completed using a similar device. There was no report or patient or user harm associated with the event.